Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence it was reported that the patient wanted to know if their device was MRI compatible for the pelvis. Patient said the hospital did an MRI on them without their consent, and now they patient is having foot drop. The patient said they told them they had a stimulator but they didn't believe them. The first MRI they had was the end of (B)(6) and a day or two after they think they experienced the foot drop. Patient doesn't remember the date because they have been kind of out of it. Then they repeated it and did a second MRI. Patient doesn't have a managing doctor for their device. They moved and they can't find a doctor that will work with them because they didn't install the implant.